Manufacturer narrative:
Technical services evaluated the suspect device and confirmed the issue of flickering. In addition the blade showed damage around the camera. The device was scrapped and a replacement sent to the customer. The product issue will be tracked and trended to determine any additional actions.

Event description:
The customer reported that during a patient procedure, using the glidescope gvl 4, the image would flicker and when they swapped out the blade the other one worked just fine. There was a thirty second delay in the procedure. A use of a back-up device was used to complete the procedure. No harm to patient or user was reported.